Event description:
It was reported that a plate 23 length placed 4 22 l 5.0 screws tried to final seat with solid screwdriver. The tip broke in the screw head. The tip was left in screw head on lower sacral screws

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment. The screwdriver was inspected and it was found that the tip was completely fractured off from the device. No relevant manufacturing issues were identified as all units met specifications. The possible root cause of the reported event is excessive force applied during screw tightening.

Event description:
It was reported that a plate 23 length placed 4 22 l 5.0 screws tried to final seat with solid screwdriver. The tip broke in the screw head. The tip was left in screw head on lower sacral screws.